Event description:
It was reported that this female patient's right tka was revised, reason was not reported. Patient left in stable condition. No other information known. Device will not be returning, hospital protocol.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; no reason for revision was given.